Event description:
On 3/4/97 pt presented to facility ER with non-functioning port which had been inserted 1/31/97, subclavian. Upon inspection it was determined that the end of the port had broken off therefore, it was removed via percutaneous retrieval.